Manufacturer narrative:
Reportedly, the user developed a delayed pressure-induced skin necrosis that finally led to device exposure. No date for revision surgery has been scheduled yet. This is a final report.

Event description:
The user developed a pressure necrosis which led to device extrusion. Reportedly the surgical wound healed properly and the problems started later approximately 2 months after surgery.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, the user developed a delayed pressure-induced skin necrosis that finally led to device exposure. The device was still functioning prior to being removed and the user is still wearing the device without any pain reported. This is a final report.

Event description:
The user developed a pressure necrosis which led to device extrusion. Reportedly the surgical wound healed properly and the problems started later approximately 2 months after surgery. The device has been explanted and the user was implanted on the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has wound healing problems. The infection started approximately 2 months after surgery.